Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal femoral nail a blade (pfna-blade) could not be locked during surgery on (B)(6) 2013. The insertion instrument could be removed from the blade but it did not lock the blade and the blade stayed unlocked in the nail/bone of the patient. The 1st blade was removed and the same procedure was done with a new blade with the same result. The blade was then left unlocked in the nail/bone and the surgery was terminated. The surgery was delayed by a large, unknown amount. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis manufacturing documents were reviewed and no complaint related issues were found. The pfna blade was analysed for conformance to print specifications as well as the device history records were researched. The review revealed that the implant was manufactured according to the specifications and no abnormal findings were identified. Additional tests for functioning didn't show any abnormalities; neither a product nor a function fault could be detected. The mentioned malfunction could not be reproduced. Possible failure reasons may be: the pfna blade was not attached properly on the impactor; the impactor was removed too early; the impactor was not advanced to the stop and did not click into the protection sleeve defective impactor. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. A request for the device history review for this lot has been made. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.